Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter displayed an error 1 message. The complaint was classified based on the customer care advocate (cca) documentation following a review of the call. The patient claimed she obtained error 1 message at an unspecified time on (B)(6) 2016. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine as a result of the alleged issue and reported that at an unknown time on (B)(6) 2016, she administered 3-4 units of novolog insulin. She denied developing any symptoms as a result of obtaining the error message and no further treatment or medical intervention was specified. At the time of troubleshooting, the cca noted that the meter was not being used for the first time. The issue remained unresolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the meter issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did she receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged error message remained unresolved at the time of troubleshooting.